Manufacturer narrative:
Event date was reported as (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that there was intermittent/erratic stimulation (¿feels like stim stops¿) from their implantable neurostimulator (ins). The patient stated that it felt like the stimulation stops and then they turn it up to feel it again. They did not know how it got to that point but if they turned it up then it felt like it was back on. The patient also reported that if they turned it up too high it caused a sharp pain in their back (near the bra strap area) which started 3-4 weeks prior to report. They noted that it was where the staples were and the patient thought they left them in too long (4-5 weeks instead of 2). The patient mentioned that the doctor put an ¿extra piece¿ in their back (up high) to keep the stimulation from going to their shoulders. They wondered if a staple got left in there. The indication for use for the implanted device was noted as non-malignant pain. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.